Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol had a crack across it noted after insertion. The iol was removed and replaced with a new one. Additional information was provided indicating that there was no patient harm.